Event description:
A report received from the (B)(6) stated the device is experiencing a damaged bearings issue. It is unknown if the device was being used during surgery. It is unknown if patient or user injury was reported. No additional information was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).